Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Blood glucose level at the time of the incident was 518 mg/dl. Troubleshooting was performed for high blood glucose level. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.